Event description:
A group of falsely depressed sodium (na) results was obtained on three patient samples. The results were reported to the physician who questioned the results. The samples were repeated on an alternate dimension system and higher results were obtained and reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed sodium results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed sodium results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.